Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Device received with minor scratched lcd window and cracked select button keypad overlay. Test reservoir lock properly inside the reservoir tube. Device passed displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 458 mg/dl. Customer reported that screen of insulin pump had crack. The customer did not alleged that insulin pump was under delivering insulin. The insulin pump will not be returned for analysis.